Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint reports a knee revision was performed, however the reason is unknown. The requested x-rays and surgical reports have not been provided to date. Therefore, based on the limited information provided, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. A review of complaint history for the listed part revealed no prior complaints for this failure mode. The lot number was not provided. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to explant the jrny ii xr ins xlpe med 5-6 rt 8mm , it is unknown why was this devices explanted and the status of the patient. No further information was provided or is available at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.